Event description:
Additional information was received as follows: it was reported that the patient recovered from the myocardial infarction 20 days post event and the patient recovered from the hematoma 28 days post event. It was reported that twelve days post index procedure the patient had a cardiomyopathy that was treated with medication and the patient was sent to cardiac rehab facility. The investigator indicated that this was not device related but the event was procedure related. Thirteen days post index procedure the patient had a low hct/low hgb that was treated with a blood transfusion. The investigator indicated that this was not device related but the event was procedure related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm diameter fusiform abdominal aortic aneurysm approximately one month ago. The infra renal neck angle was 50 degrees. The proximal aorta was 29 mm in diameter and 15 mm in length. Distal aorta was 25 mm in diameter. Right iliac artery was 17 mm in diameter and the left iliac artery was 16 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The iliac arteries were mildly tortuous bilaterally. It was reported that one day post implant the patient had leukocytosis, which required medication and recovered approximately two weeks later. The investigator assessed this event to be related to the study procedure and not to the study device. Two days post implant, the patient developed respiratory insufficiency with an elevated white count and was treated with oxygen, diuretics and antibiotics. The patient's status is continuing. The investigator assessed this event to be related to the study procedure and not to the study device. At this time the patient also had a myocardial infarction. Cardiac enzymes were positive for ntsemi. A CABG procedure was performed eight days later for 3 vessel disease. The patient experienced hypoxia, worsening renal function and an increased wbc. The patient status is continuing. The investigator assessed this event to be related to the study procedure and not the study device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that three days post index procedure the patient experienced pulmonary edema, treated with medication. The patient recovered two days later. The event was assessed not to be related to the study device; however, it was related to the study procedure. It was reported two days post index procedure the patient experienced pleural effusion requiring medication. The event is still continuing. The event was assessed not to be related to the study device; however it was related to the study procedure. It was reported six days post index procedure the patient had a left groin hematoma noted on CT scan following left common femoral artery closure of no clinical significance, the event is continuing. The investigator assessment states that the event is not related to the study device; however, it is related to the study procedure.